Manufacturer narrative:
Investigation findings: tip break. Investigation results: visual analysis of the tome revealed no failures. The jag end of the guidewire was cut and the dream end was bent. Functional evaluation revealed that the wire would advance without resistance when loaded at the proximal end of the tome. The evaluation concluded that the working length was not split/torn and the wire was able to be advanced through the tome. However, the wire's jag end was cut and the dream end was bent. Due to anatomical and/or procedural factors encountered during the procedure performance was limited and the integrity of the device was affected. Therefore the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used during a small bowel endoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure the hydratome split and the wire bent during the wire transfer. The wire was removed, reinserted into the hydratome and advanced until the blue plastic insertion area, however; the wire got stuck. The hydratome and wire were removed from the patient and another hydratome was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: the distal tip was detached exposing the core wire.